Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. The customer reverted to an alternate method in insulin therapy. It was also reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 170 mg/dl.